Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump after removing the battery. It was also found a failed battery test alarm also occurred. Customer stated the batteries were out of the insulin pump for a greater duration than allowed. The customer stated the failed battery test alarm occurred when inserting an old battery. Customer declined to return the insulin pump for analysis.